Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type : lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead, product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the rep was with the patient at an MRI facility as they needed an MRI for their thoracic spine. It was reported that the procedure was related to the patient¿s device/therapy. The rep was going to put the ins into MRI mode for the patient¿s MRI and the eos (end of service message) was discovered on the clinician programmer by the rep. Upon further discussion with the patient it was determined that the patient has had the eos message for about a year. It was indicated that other reps were aware of this but it was unclear, which rep was aware. It was reported that there was no allegation/dissatisfaction with the longevity, however the battery was still within its 9 year window. Technical services asked if the patient had multiple over discharge events. The rep asked the patient and it sounded as if multiple jump starts had occurred. It sounded like possible over discharge events had occurred, but it could not be determined when as the information coming from the patient was not clear. They did not troubleshoot the eos as there was nothing to do at this point other than for the patient to keep the ins charged so when the patient needed further mris they could put it into MRI mode to confirm eligibility. It was reported that the healthcare provider was wanting to possibly remove the leads and ins since it wasn¿t working. It was asked but was unknown when the eos occurred but the rep indicated that the eos had been present for about a year. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 97740 (B)(4) product type programmer, patient product ID 977a260 (B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2013 product type lead product ID 97754 (B)(4) product type recharger product ID 97740 (B)(4) product type programmer, patient product ID 977a260 (B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2013 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were supposed to do an MRI, but they did not get done when they were supposed to. The patient stated that their doctor asked them to call the manufacturer to find out what MRI centers they could go to get an MRI, because their machine (stimulator) was not working. The patient stated that their patient programmer did not work and so they were supposed to replace their implant battery. The patient stated that the patient programmer did not work at all; nothing comes up on the patient programmer at all and they had changed the batteries. The patient stated that the manufacturing representative (rep) checked it already and they knew this information already. The patient stated that everybody knew this and that they were supposed to get an MRI so that they could remove their implant. The patient stated that they did not have their patient programmer with them at the time of the call. The patient stated that they met with a rep who checked their device and put it into MRI mode. They stated that they were supposed to get an MRI that day but could not do it. Patient services tried to clarify how the rep was able to put the device into MRI mode if the patient¿s implant was not working and the patient stated that they did not know what the rep did, but that they did something. It was reported that the patient could charge their implant with the recharger, but the patient programmer was the device that did not work. The patient stated that since they were told that the device was not good and they stated they did not need the patient programmer (pp) so they threw it away. They checked their device and was told that they would need a complete battery replacement. It was reviewed, and the patient confirmed the previous report and the patient confirmed that this was the same information she previously reported. The patient stated that the reason for their call was because the doctor said to call the manufacturer to see where else they could get an MRI. The patient was redirected to the MRI center website. It was reviewed that since the patient¿s device was at eos (end of service), MRI eligibility could not be confirmed with the pp and the patient would have to work with their hcp. A list of MRI centers was sent to the patient. No further complications were reported/anticipated.

Event description:
It was reported that a patient had a problem with the patient programmer and could not make adjustment with antenna attached. It was reported that there was a coupling problem. It was stated that the patient tried a few times but was not able to communicate with the programmer and saw the question mark. It was reported that the patient did not have her stimulation on, and that she only used it when she went outside, but she didn¿t have enough charge in it right now so she has not turned it on. It was reported that the patient usually only got 4 or 5 of the coupling boxes filled but since last week she could not get any. It was stated that the patient was able to get the regular charging screen but was unable to get any coupling boxes. It was noted that the antenna locate feature was not successful. It was stated that the implantable neurostimulator (ins) icon on the recharger showed the ins was very low. It was noted that the patient requested MRI compatibility information for a non-device related scan. It was reported by a consumer on 2017-06-16 that the ins was going to be replaced on (B)(6) 2017 because it was not working. It was not working because the patient did not charge it. It was reported that the patient was forgetful and forgot to charge the ins sometimes. They tried to charge it but could not do anything with it and could not charge it all of the way for 2 years and 5 months. The patient became upset and frustrated, and wanted a non-rechargeable ins. The patient had problems with their right side. The ins was working for the left side but not for the right side. It was the reason why the patient could not sit. It was stated that the patient would turn it up really high and they could feel it a little bit at the bottom of their back. The right side was "messed up" due to a fall. It was reported that they tried put another lead in their right side on (B)(6) but could not because they had a lot of scar tissue and stenosis. When asked to clarify if the scar tissue was related to the system the consumer reported that yes it was related because it was the reason why the lead could not be placed. During the call, the patient¿s sugar was low. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-14. The patient reported that she needed a programmer replacement. The patient reported that she met with a manufacturer¿s representative (rep) on the day of the report who said her programmer wasn¿t working and it was showing end of service (eos). The patient reported that the rep said the neurostimulator (ins) had been discharged 3 times. The patient reported that the rep said the patient had been getting intermittent communication with the programmer. The patient reported that they sometimes got the splash screen and batteries might be cheap batteries. The patient reported that the rep said the patient was going to get a new implant soon and the patient should first try programmer with new batteries in it. The patient reported that the rep said that the physician couldn¿t get the second percutaneous lead out so the neurosurgeon wanted the patient to have an MRI so he could view the space prior to putting in the paddle lead. No further complications were reported.